Manufacturer narrative:
Account tested the bed and could not duplicate the issue, bed put back in service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the pt reported that the head section was elevated to approximately 45 degrees and moved downward to the lowest position. Account reported that there was no injury.